Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, and sleep current measurement test. All buttons function properly. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms or failed battery test noted during testing. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms or insulin flow blocked alarms were found in the history files or traces on or near the event date. Pump was cut open and found no evidence of moisture or physical damage on electronic assembly, keypad assembly, and motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked retainer, overlay scratched, minor scratched lcd window. In summary, insulin blocked alarm during unknown timing and failed battery test was not confirmed during testing. Pump passed full drive test. No unexpected insulin flow blocked alarms noted in pump history download. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Cosmetic damage confirmed at the lcd window during analysis. Unable to confirm cosmetic damage at the battery cap and battery cap contact due to original battery cap was not sent. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported about no delivery alerts. Troubleshooting was not performed. Customer reported about scratched screen, multiple replacements for the worn-out battery cap, pump had rejected new battery, loud during rewind, buttons issues less responsive sticking and buttons hard to press. No further patient complications were reported. It was unknown whether the customer would continue the use of the insulin pump. The insulin pump will not be returned for analysis. Correction summary: the device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.